Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, we could not specify the root cause of the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the thunderbeat probe was broken at its distal end. There was no patient involvement.